Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A facility administrator reported that following an intraocular lens (iol) implant procedure, a patient experienced a dark shadow and spots in periphery of vision. The lens was removed and replaced in a second procedure due to negative dysphotopsia. Additional information was provided by a materials manager, who reported that the iol was replaced with a different lens model and power.

Manufacturer narrative:
Product evaluation: the product was returned for analysis; the reported complaint could not be verified. The optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. Solution was observed on the returned product. The lens was returned in a specimen container with a lid. The root cause could not be determined for negative photo dysphotopsia (photic phenomenon). Lens damage was observed. While we are unable to determine the root cause of the damage, our observation reasonably suggests that is not manufacturing related. Due to the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).